Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have a damaged teflon pad on the clamp arm. A piece measuring approximately 0.047" x 0.081" was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace's teflon pad was separated and almost fell inside the patient. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.